Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The instrument was found to have a bent grip tang, and the tip does not align with the other grip. The grips do not show cracking damage. Components adjacent to this bent grip show damage which may indicate potential mishandling/misuse / do not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and no damage was noted. The surgeon believed the instrument broke due to it being a faulty instrument. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip / accessory collision. The instrument was not removed during the procedure. The wrist was straightened, and the surgical staff feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. The instrument was all connected. No additional surgeries. Post operative tests were done. The procedure was done robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.